Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm; the customer will continue to use the pump for insulin delivery. Customer¿s blood glucose level was 170 mg/dl. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.